Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system called technical services (ts) and stated that their remote communicator displayed a red call doctor (rcd) icon. Subsequently, troubleshooting was performed, and the communicator was power cycled and patient initiated interrogation (pii) done. Ts reviewed the red alert which indicated that the ICD had recorded the right ventricular (rv) lead exhibiting high out of range pacing impedances, high out of range shock impedances and low out of range pacing impedances. The patient was referred to their clinic to further discuss the findings. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system called technical services (ts) and stated that their remote communicator displayed a red call doctor (rcd) icon. Subsequently, troubleshooting was performed, and the communicator was power cycled and patient initiated interrogation (pii) done. Ts reviewed the red alert which indicated that the ICD had recorded the right ventricular (rv) lead exhibiting high out of range pacing impedances, high out of range shock impedances and low out of range pacing impedances. The patient was referred to their clinic to further discuss the findings. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported during a follow up clinic visit, the health care professional (hcp) called technical services (ts) requesting further review of the presenting electrogram (egm) of this ICD. The hcp noted that the physician suspected possible lead fracture. Upon review, the presenting egm showed high out of range pacing and shock impedances on the rv lead. Further review showed oversensed noise on the rv lead channel led to the device to deliver inappropriate anti-tachycardia pacing (atp) therapy. Ts discussed findings with the hcp and recommended for imaging to be done to evaluate the ICD and rv lead further. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported. Additional information was provided by the field representative that reported that during a follow up visit, the ICD was interrogated and observed the rv lead to exhibit high out of range pacing impedances and loss of capture (loc). The physician plans on scheduling a revision procedure in the future. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported that a revision procedure was performed. The physician believed the right ventricular (rv) lead was fractured due to the patient experiencing twiddlers syndrome. The rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system called technical services (ts) and stated that their remote communicator displayed a red call doctor (rcd) icon. Subsequently, troubleshooting was performed, and the communicator was power cycled and patient initiated interrogation (pii) done. Ts reviewed the red alert which indicated that the ICD had recorded the right ventricular (rv) lead exhibiting high out of range pacing impedances, high out of range shock impedances and low out of range pacing impedances. The patient was referred to their clinic to further discuss the findings. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported during a follow up clinic visit, the health care professional (hcp) called technical services (ts) requesting further review of the presenting electrogram (egm) of this ICD. The hcp noted that the physician suspected possible lead fracture. Upon review, the presenting egm showed high out of range pacing and shock impedances on the rv lead. Further review showed oversensed noise on the rv lead channel led to the device to deliver inappropriate anti-tachycardia pacing (atp) therapy. Ts discussed findings with the hcp and recommended for imaging to be done to evaluate the ICD and rv lead further. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system called technical services (ts) and stated that their remote communicator displayed a red call doctor (rcd) icon. Subsequently, troubleshooting was performed, and the communicator was power cycled and patient initiated interrogation (pii) done. Ts reviewed the red alert which indicated that the ICD had recorded the right ventricular (rv) lead exhibiting high out of range pacing impedances, high out of range shock impedances and low out of range pacing impedances. The patient was referred to their clinic to further discuss the findings. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported during a follow up clinic visit, the health care professional (hcp) called technical services (ts) requesting further review of the presenting electrogram (egm) of this ICD. The hcp noted that the physician suspected possible lead fracture. Upon review, the presenting egm showed high out of range pacing and shock impedances on the rv lead. Further review showed oversensed noise on the rv lead channel led to the device to deliver inappropriate anti-tachycardia pacing (atp) therapy. Ts discussed findings with the hcp and recommended for imaging to be done to evaluate the ICD and rv lead further. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported. Additional information was provided by the field representative that reported that during a follow up visit, the ICD was interrogated and observed the rv lead to exhibit high out of range pacing impedances and loss of capture (loc). The physician plans on scheduling a revision procedure in the future. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported.